Event description:
During surgical procedure to remove the long-term hemodialysis catheter, the cuff became loose from the actual catheter itself. This caused difficulty in removing the catheter for the surgeon and increased risk of foreign body remaining in the pt. Dates of use: (B)(6) 2010. Diagnosis or reason for use: end stage renal disease.